Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00321. The patient underwent a lead replacement procedure (reference MFR report: 6004065141-2017-00179 and MFR report: 6004065141-2017-00180). It was reported during the procedure the physician attempted to implant 4 leads (1 from lot ab2255 and 3 from lot ab2271) but was unable to place the leads due to patient anatomy. The physician elected to remove the axium neurostimulator system and replace it with a scs system.